Event description:
It was reported that during a transcatheter heart valve procedure, pacing was done during deployment on the left ventricle non-medtronic guidewire. During the first deployment, the valve was too deep and loss of pacing capture occurred around 60% valve deployment. Upon recapturing the valve, the valve dislodged into the ascending aorta but was fully recaptured. The second and third deployment attempts also resulted in valve dislodgement into the ascending aorta around 60% deployment due to loss of pacing capture, with the valve fully recaptured each time. A temporary pacing wire was then inserted via the left femoral vein into the right ventricular and used for pacing during the fourth attempt. The fourth and final deployment achieved a depth of 7 millimeters at both the non-coronary cusp and left coronary cusp using cusp overlap, resulting in a mild paravalvular leak, with no aortic insufficiency and no mean gradient measured. The temporary pacing wire was removed at the end of the case as the patient had a pre-existing pacemaker.

Manufacturer narrative:
Continuation of d10: product ID evolutfx-29 (serial: (B)(6) product type: 0195-heart valves; implant date (B)(6) 2025; product ID l-evolutfx-2329 (lot: 0012635057); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: one image of the event description above was provided. There was no fluroscopy image provided therefore it cannot confirmed it was a good load. There is no computed tomography (CT) images or executive summary provided for anatomical considerations. It was reported that during the first deployment, the valve was too deep and loss of pacing capture occurred around 60% valve deployment. Upon recapturing the valve, the valve dislodged into the ascending aorta but was fully recaptured. The second and third deployment attempts also resulted in valve dislodgement into the ascending aorta around 60% deployment due to loss of pacing capture, with the valve fully recaptured each time. A temporary pacing wire was then inserted via the left femoral vein into the right ventricular and used for pacing during the fourth attempt. Per the fx IFU: the bioprosthesis is recapturable during deployment before the radiopaque capsule marker band reaches the distal end of the radiopaque paddle attachment. Deployment of the bioprosthesis can be attempted 3 times. It was reported, the fourth and final deployment achieved a depth of 7 millimeters at both the non-coronary cusp and left coronary cusp using cusp overlap. Evidence shows he valve at approximately 7 millimeters on the non-coronary cusp (ncc). Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.